Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast prosthesis implantation procedure with unspecified mentor silicone/saline breast prostheses developed autoimmune disorders after implantation. As a result, the patient had the prostheses removed on an unknown date. This medwatch report is for the 2nd of two breast prostheses.